Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient admitted last few days due to increased shortness of breath. Hospital ended up finding out the pump was only giving half the dose, and the reason they believe this is because it is only delivering half the expected volume. In order to discharge her, we need two working pumps. Outbound call to patient and spouse who provided serial number. She also stated she is doing better, but another cause of her worsening shortness of breath might have been because she is not as compliant as she should be with her doses. Product faulted during patient use. Product issue caused or contributed to patient injury. Medical intervention provided. Patient was able to successfully continue infusion with backup pump. Pump was replaced. Life -sustaining infusion. Event is ongoing. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown.

Manufacturer narrative:
H10: no product was returned however, the pump operators manual states (system delivery accuracy of the pump is plus or minus 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing). In addition, the pump will alarm and display the "cartridge volume low" message when the syringe volume is low, which is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. The device is outside its warranty period. A service device history record review was performed and the current problem was found not to be related to a previous repair of the pump.